Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. The vial of the test strips and test strips used for the measurements is no longer available, not lot information could be provided.

Event description:
It was reported the patient received the following results within 15 minutes: 24.6 mmol/l, 19.2 mmol/l and 9.3 mmol/l.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.